Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump history was reviewed and showed no evidence of loss of primes. The ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no loss of prime occurring. The force senor calibration reading was within specification. The pump cover was removed and the force sensor pins were correctly seated and solder connections were intact. No contamination or damage to the force sensor circuit was observed. The loss of prime issue was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that pump's loss of prime occurred more often than expected by the user. The patient had changed the cartridge and the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.